Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy'), device breakage ('possibly a fragment of essure left') and internal haemorrhage ('internal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant) and asthenia ("feeling weak") and was found to have haemoglobin decreased ("my hemoglobin number keeps dropping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, device breakage, internal haemorrhage, haemoglobin decreased and asthenia outcome was unknown. The reporter considered asthenia, device breakage, haemoglobin decreased, internal haemorrhage and medical device removal to be related to essure. The reporter commented: plaintiff claimed that "possibly fragment of essure left so she will be having surgery again or in the morning". No further information mentioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterctomy'), device breakage ('possibly a fargment of essure left') and internal haemorrhage ('internal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant) and asthenia ("feeling weak") and was found to have haemoglobin decreased ("my hemoglobin nuber keeps dropping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, device breakage, internal haemorrhage, haemoglobin decreased and asthenia outcome was unknown. The reporter considered asthenia, device breakage, haemoglobin decreased, internal haemorrhage and medical device removal to be related to essure. The reporter commented: plaintiff claimed that" possibly fragment of essure left so she will be having surgery again or in the morning". No further information mentioned. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.